Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels of 366 mg/dl range. The customer reported the infusion set tubing stays coiled up when in use causing no delivery alarms. The customer had symptoms of neuropathy. The customer did treat the high blood glucose level with manual injection. The current blood glucose level was 487 mg/dl. The customer did not troubleshoot the issue due to it being a past event. The customer declined troubleshooting for the high blood glucose levels. The insulin pump was not returned for analysis.